Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2008. Patient later experienced pain and excessive levels of cobalt and chromium. Patient has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2008 - dor: unk (left side). Patient is a resident of (B)(6). Update: (B)(6) 2011 plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation. Update received: (B)(6) 2014 - added taper sleeve, added revision date: (B)(6) 2014, added hospital: (B)(6) - added surgeon: dr (B)(6), added patient age, added patient height, added patient weight, added patient activity level, added further reason(s) for revision: loosening - cup and added further details: loose asr cup with subsequent pain. Surgeon states that patient complained of significant pain on this impleading up to surgery. Cup was revised with standard ceramic on poly with primary cup. Update rec'd (B)(6) 2014 - medical records received. Upon revision, metallic debris was noted. The stem and sleeve are being reported for elevated metal ion levels. This complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).